Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 22mg/dl, the customer was treated with juice for the low blood glucose. Customer¿s blood glucose level was unknown at the time of the call. The customer declined troubleshooting. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.